Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hard pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the strain relief and shorter exhaust tube and inlet tube of the pump. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the detached inlet tube connector. Because the available information did not indicate what factors may have contributed to the reported "hard pump", and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 5953313. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.